Manufacturer narrative:
Device investigation narrative - one 8x30mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. 1.5mm of the distal threads have broken off and were not returned for examination. The screw is also cracked in two places along its length. Dimensional assessment is prohibitive due to its condition. Based on the limited clinical details provided a root cause cannot be determined. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the anchor broke during implantation. A backup device was available to complete the procedure without delay or patient impact.